Event description:
Per the clinic, the patient experienced an infection and developed a cholesteatoma in the ear canal. Cleaning of the ear canal has been performed. Treatment with intra vascular and oral antibiotics (date not reported) was unsuccessful. The device was explanted (B)(6) 2012. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(4) 2012.

Manufacturer narrative:
This report is filed (B)(4) 2013.